Event description:
It was reported that the ilet pump became very hot during charging and would not charge beyond approximately 40 percent, even after removal of the protective case; the event was categorized as device overheating involving the battery component, and a replacement was arranged with return instructions provided along with guidance on shutting down the device and continuing cgm use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user and internal engineering logs. Investigation of this case revealed a device overheating problem traced to the battery, with findings indicating an insulation problem and a component-level failure consistent with the reported charging heat and depletion behavior. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.

Manufacturer narrative:
Initial.